Manufacturer narrative:
Concomitant medical product: addr01, ipg, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent ventricular oversensing was noted on the right ventricular (rv) lead during ventricular high rate episodes. The rv lead remains in use. No patient complications have been reported as a result of this event.